Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got scratches on lcd and it was hard to see the customer¿s blood glucose level was unknown. Troubleshooting was not performed for damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit had minor scratched lcd window.